Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("extraluminal location of essure coil involving sigmoid colon epiploica") and pregnancy with contraceptive device ("she had 3's pregnancy subsequent to this") in a 45 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of caesarean section (10th child), gravida (nsvd x 9), abnormal uterine bleeding, dyspareunia, pelvic pain and pregnancy with contraceptive device. Previously administered products included: depo provera for contraception. Past adverse reactions to the above products included: irregular bleeding with depo provera. The patient had a family history of breast cancer. In 2007, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required) and pregnancy with contraceptive device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy, lysis of adhesions,bilateral salipingo-oophorectomy and primary caeasarean section). Essure was removed on (B)(6) 2020. At the time of the report, the outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure administration. The reporter commented: removal of essure device from sigmoid colon epiploica, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: esher coils were noted. Left adnexal cyst was found to resolve have been resolved. There is a 3.7 x 3.5 cm right ovarian cyst. Diverticulitis was noted to have been resolved. I personally reviewed these images.; (date unknown): suggested that these at least 1 of the essure coils may be an abnormal location. It is mobile as possible that the tube was transected and left to move freely. Extraluminal location is also possible though I suspect this is less likely. [Ultrasound scan] (date unknown): a 2.7 m complex possibly hemorrhagic cyst. The right ovary was normal in appearance. Uterine dimensions were 7.6 x 4.1 x 5.1 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-apr-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("extraluminal location of essure coil involving sigmoid colon epiploica") and pregnancy with contraceptive device ("she had 3's pregnancy subsequent to this") in a 45 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of caesarean section (10th child), vaginal delivery (nsvd x 9), abnormal uterine bleeding, dyspareunia, pelvic pain and pregnancy with contraceptive device. Previously administered products included: depo provera for contraception. Past adverse reactions to the above products included: irregular bleeding with depo provera. The patient had a family history of breast cancer. In 2007, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced device dislocation (seriousness criterion intervention required) and pregnancy with contraceptive device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy, lysis of adhesions,bilateral salipingo-oophorectomy and primary caeasarean section). At the time of the report, the outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure administration. The reporter commented: removal of essure device from sigmoid colon epiploica, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on 12-jun-2020: esher coils were noted. Left adnexal cyst was found to resolve have been resolved. There is a 3.7 x 3.5 cm right ovarian cyst. Diverticulitis was noted to have been resolved. I personally reviewed these images.; (date unknown): suggested that these at least 1 of the essure coils may be an abnormal location. It is mobile as possible that the tube was transected and left to move freely. Extraluminal location is also possible though I suspect this is less likely. [Ultrasound scan] (date unknown): a 2.7 m complex possibly hemorrhagic cyst. The right ovary was normal in appearance. Uterine dimensions were 7.6 x 4.1 x 5.1 cm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.